Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. G4: premarket identification: k011028/k013227. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number 26 failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant. Bone type: iii.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvh8, (imp, tapered screw-vent, 3.7mm coll, dual sel, ha, 8 mm l) for evaluation. Visual evaluation was performed. Implant fracture identified at the collar. DHR review was completed for the subject lot number 63289347. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63289347 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur. Fracture identified at the collar. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.